Event description:
It was reported that the fedex shipping box was received damaged it appeared that the box had split opened. Five catheters were received and one of the shipping tube was broken on one of the catheters.

Manufacturer narrative:
One biliary balloon probe catheter was received inside a damaged shipping tube. The triangle outer box ((B)(6)) does not appear to be the original box the customer received the product and is not damaged. The catheter was received in a broken gray shipping tube. The gray tube was broken in half 16cm distal of the clear adaptor. The shrink seal was still attached around the clear adaptor cap and the IFU. The catheter appears to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.